Event description:
Additional information from the hcp reports the pump was electively replaced with one with a larger reservoir when the catheter was replaced due to migration.

Event description:
The pump was explanted and returned to the MFR for analysis after an unk implant duration. No reason for the explant was given.